Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of "bite damage". This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, air/water-cylinder and tube, and the plastic distal end cover (c-cover) and nozzle had foreign objects found. There was no patient involvement.